Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch, noise reversion and false atrial tachycardia/ atrial fibrillation (at/af) episodes. The noise was reproducible with arm to shoulder movement. Programming changes on the atrial sensitivity was done. The patient was in stable condition.